Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." And "intraoperative or postoperative bone fracture and/or postoperative pain." And ¿loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2013-04724/-04725 & 2014-01141/-01142/-01143/-01144).

Event description:
Legal counsel for the patient reported patient underwent a bilateral total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reported patient underwent a left hip revision on (B)(6) 2013 due to patient allegations of pain, bone and tissue destruction, inflammation, swelling and dislocation. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision medical records noted the left hip revision was due to a dislocation. Medical records further noted the presence of scar tissue, a hematoma, a pseudotumor, swelling on the anterior of his thigh, wear debris, fluid, and a loose stem. All components were removed and a hip spacer was cemented into the acetabulum.